Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer called in to report that the lid on the endoscope reprocessor was cracked. According to the initial reporter, they had just received the unit and had not run it yet. There was no patient harm or consequence reported as a result of this event.